Event description:
A malfunction on the pump was reported by a caller. There was no reported impact on the customer¿s blood glucose level. The caller was assisted by technical support in resetting the pump, and it was confirmed that the malfunction code did not recur. The caller was advised to continue using the pump and to contact support if the issue reappeared.